Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.

Manufacturer narrative:
Information was received that the leak rate was 460ml. A leak rate of 750 ml or lower is insufficient to affect device ventilation. The failure mode has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious  injury. This event is not reportable.